Manufacturer narrative:
The actual device was not returned to the manufacturer for evaluation. The product code & the lot number are unknown for this complaint. Since the product code and the lot number are unknown, our investigation is limited and prevented a meaningful review of production or complaint records. Dimensional inspection and verification of the quality certificate is conducted to assure the assembled needle meets manufacturer specification. Prior to shipment, qc conducts outgoing visual inspection to assure all lots pass. Cannula supplied complies with iso 9626. Based on the limited product information provided, no probable root cause could be determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : device not returned to manufacturer

Event description:
During a meeting with the (B)(6), it was reported to the tmc representative that an alleged needle break occurred during attempted activation of sg2 during product trial. Additional information was reported on (B)(6) 2016 by reporter who stated the (B)(6) had told her during an attempted activation of "green hinged safety the needle broke off at the hub." Additional information was obtained on (B)(6) 2016 from the nurse at end user facility: she did recall a needle breaking during trial of safety needles provided by (B)(6). She could not verify exact sg2 code or lot, and stated "it happened months ago." She stated "they did not like the product and they felt it was flimsy." She stated they were trying it by piercing in vials and activating the safety. None of the product was used on patients." She stated "the needle that broke was not noted to be bent prior to attempted activation, and no staff was hurt when needle break occurred."